Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, it was reported the pfna blade would not engage with the tip of the blade inserter screwdriver. The scrub nurse and the surgeon was unable to get the device to engage. The blade was in locked state as it should be prior to attaching to the screwdriver. A second blade was opened and used. The second blade attached to the inserter without any problems.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.